Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during patient use. Hemostasis was achieved by manual compression greater than 30 minutes. There was no reported patient injury. The device was used in an interventional procedure using an antegrade approach. The device was stored and prepped according to the IFU. The deployer is a certified user of the mynx device. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was some presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during patient use. Hemostasis was achieved by manual compression greater than 30 minutes. There was no reported patient injury. The device was used in an interventional procedure using an antegrade approach. The device was stored and prepped according to the instructions for use (IFU). The deployer is a certified user of the mynx device. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was some presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. A non-sterile ¿mynxgrip f5 vascular closure device¿ was received for analysis. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock opened. The catheter was inserted into an unknown non-cordis catheter sheath introducer (csi). The sealant sleeve was moved to the shuttle as expected during the procedure. The syringe was not returned for analysis. No other outstanding details were observed. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure balloon functionality according to the IFU. The balloon was inflated as expected and the pressure indicator popped up. A product history record (phr) review of lot f2310106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no rupture noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynxgrip IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Neither the phr review nor the product analysis suggest that the reported failure is be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2310106 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.